Manufacturer narrative:
Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was located just inside the over sheath. The over sheath was pulled back and the clip assembly was actuated and deployed. The prongs opened to approximately 11mm, which is within specifications. A kink was also noted in the control wire. Based on the condition of the returned device, the reported failure of clip unable to release from the catheter was not confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.